Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg- j tube placement. H6 code of 4581 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in switzerland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2023, the patient was hospitalized with a pulmonary infection. During ostomy control, it was found that the fixation plate had grown in. The stoma heavily secreted and was covered with purulent tissue. On (B)(6) 2023, the buried bumper was removed. A new peg with a jejunal extension was placed and the procedure was uncomplicated.